Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic'), genital haemorrhage ('general abnormal bleeding/excessive bleeding') and menorrhagia ('menorrhagia') in a female patient who had essure (batch no. 509878-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced arthralgia ("hip pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/painful cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss,") and vaginal haemorrhage ("abnormal vaginal bleeding") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), fatigue ("fatigue"), headache ("headache"), gastrointestinal disorder ("gi conditions"), endometriosis ("endometriosis"), ovarian cyst ("one had cyst") and ovarian haemorrhage ("one was bleeding from inside") and was found to have hormone level abnormal ("hormonal imbalance") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, bladder disorder and arthralgia had resolved, the menorrhagia, fatigue, alopecia, headache, hormone level abnormal, gastrointestinal disorder, vaginal haemorrhage, uterine leiomyoma, endometriosis, ovarian cyst and ovarian haemorrhage outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, ovarian cyst, ovarian haemorrhage, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Imaging procedure - on (B)(6) 2011: essure confirmation test(s)(unspecified) :bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 509878-not valid, m5) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and thermachoice ablation done on same day". Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/painful cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss,") and vaginal haemorrhage ("abnormal vaginal bleeding") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding/excessive bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), fatigue ("fatigue"), headache ("headache"), gastrointestinal disorder ("gi conditions"), endometriosis ("endometriosis"), ovarian cyst ("one had cyst") and ovarian haemorrhage ("one was bleeding from inside") and was found to have hormone level abnormal ("hormonal imbalance") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, bladder disorder and arthralgia had resolved, the menorrhagia, fatigue, alopecia, headache, hormone level abnormal, gastrointestinal disorder, vaginal haemorrhage, uterine leiomyoma, endometriosis, ovarian cyst and ovarian haemorrhage outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, ovarian cyst, ovarian haemorrhage, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Imaging procedure - on (B)(6) 2011: essure confirmation test(s)(unspecified) :bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs and mr received : lot no. Added. Reporter added and events onset date added. Seriousness criteria removed for event:genital hemorrhage. New event added:essure insertion and thermachoice ablation done on same day. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic'), genital haemorrhage ('general abnormal bleeding/excessive bleeding') and menorrhagia ('menorrhagia') in a female patient who had essure (batch no. 509878) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced arthralgia ("hip pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/painful cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss,") and vaginal haemorrhage ("abnormal vaginal bleeding") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), fatigue ("fatigue"), headache ("headache"), gastrointestinal disorder ("gi conditions"), endometriosis ("endometriosis"), ovarian cyst ("one had cyst") and ovarian haemorrhage ("one was bleeding from inside") and was found to have hormone level abnormal ("hormonal imbalance") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, bladder disorder and arthralgia had resolved, the menorrhagia, fatigue, alopecia, headache, hormone level abnormal, gastrointestinal disorder, vaginal haemorrhage, uterine leiomyoma, endometriosis, ovarian cyst and ovarian haemorrhage outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, ovarian cyst, ovarian haemorrhage, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Imaging procedure - on (B)(6) 2011: essure confirmation test(s)(unspecified) :bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : previously reported event injury was updated with new events. Following events were added : dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain ,back pain, metrorrhagia (bleeding between periods), anemia, general abnormal bleeding, bladder problems, fatigue, gi conditions, hair loss, hormonal changes, headaches, weight gain. On (B)(6) 2019: pfs received : fu(2) and (3) processed together. Following events were added : abnormal vaginal bleeding, fibroids,hip pain, menorrhagia, endometriosis, one had cyst, one was bleeding from the inside,hip pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.